Event description:
It was reported that the right atrial (ra) lead exhibited under sensing. Boston scientific technical services (ts) discussed to check unipolar properties of the lead and to continue to monitor. This ra lead remains in service. No adverse patient effects were reported.